Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-10299 and 1627487-2013-10200. It was reported the patient ((B)(6)) is experiencing painful stimulation and shocking sensations at the ipg pocket site. It was noted that this occurs when the patient gets up from a sitting position and only when stimulation is on. The patient reported he has to turn stimulation off when using an elevator or his cell phone to prevent stimulation turning on or off on its own. Additionally, the patient is experiencing heating while recharging his ipg, an increased recharge burden and communication issues between the ipg and charging system. Follow up information revealed the patient's ipg and lead extensions were explanted and replaced. Please note: additional device information for device 2 has been requested; however, no further information was available at the time of this report.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: correction and preventive action (CAPA) investigation performed. Result: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.